Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The device was disposed at the hospital.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They applied vacuum, but the suction power of the stabilizer tip was weak and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.